Event description:
During the trial lead procedure, the patient's dura was punctured. The patient is reportedly doing well.

Manufacturer narrative:
The explanted trial lead was discarded by the medical facility and will not be returned for evaluation.